Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample tested on a unicel dxc 600i synchron access clinical system. The initial and first retest test results were above the normal reference range, and above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The original sample was a short draw. Another sample was obtained from the pt and repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management.

Manufacturer narrative:
The original sample was collected in a greiner lithium heparin tube. The plasma was pipetted into an insert cup and run, recovering the elevated results. The customer removed the insert cup from the system and stated it was completely empty and the primary tube was also empty. The original sample was a short draw and would have had an excess of lithium heparin. A new sample was drawn and all results obtained were within the normal reference range. Quality control for troponin recovered +/- 2sd of established mean for the last 14 days. The customer performed a system check on (B)(6) 2009. All portions recovered within specifications. Service was offered, but customer declined after running a passing system check. Root cause was determined to be related to the sample condition of excess anticoagulant in the plasma due to a very short draw. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.